Event description:
It was reported that this patient's heart rate could not go up when walking, even though the minute ventilation (mv) and the accelerometer features were turned on. The patient then sat down and the sales representative adjusted the mv and the patient's rate shot up. Troubleshooting was performed but the reason for this issue was unknown. The mv feature was turned off. This device remains in service and no adverse patient effects were reported.